Event description:
The device was implanted on (B)(6) 2004. Reportedly, on (B)(6) 2017, a battery impedance of 5.52 kohms and an estimated residual longevity of 19 months were displayed on the programmer. However, on (B)(6) 2017, a battery impedance of 8.33 kohms and an estimated residual longevity of 4 months were displayed on the programmer. The device was explanted on (B)(6) 2017. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The device was implanted on (B)(6) 2004. Reportedly, on (B)(6) 2017, a battery impedance of 5.52 kohms and an estimated residual longevity of 19 months were displayed on the programmer. However, on (B)(6) 2017, a battery impedance of 8.33 kohms and an estimated residual longevity of 4 months were displayed on the programmer. The device was explanted on (B)(6) 2017. Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.